Event description:
Pt had a star ankle poly core revised due to a fractured poly core.

Manufacturer narrative:
No eval was possible as explanted poly core was not returned to manufacturer. Implant was used 9 years. Wear is expected. Examination or pt at time of procedure showed no ankle deformity.